Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(6) has been completed. The evaluation confirmed that the therapy electrodes were cosmetically damaged. The therapy electrodes were extensively creased and delaminating and may have been causing the patient's reported irritation. The root cause for the damaged therapy electrodes was physical abuse. The electrode belt was found to be fully functional and passed all incoming functionality testing.

Event description:
A us distributor contacted zoll to report that a patient developed an open irritation under the front therapy electrode. The irritation was open and bleeding. The patient reported that the therapy electrode was sharp and was cutting him. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.